Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00245.

Event description:
Allegedly the patient was revised for unknown reasons.